Event description:
Caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. To address the issue, the caller initially attempted various troubleshooting steps, including using different wall outlets and charging cables, but these measures were unsuccessful in fully resolving the problem. Eventually, technical support instructed the caller to use a tandem wall adapter, which initially resolved the charging problem, but later the pump was still replaced. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, and they planned to use multiple daily injections as a backup insulin therapy until the replacement pump arrived.